Event description:
It is reported that the device was implanted in 2007. After reviewing post-op x-rays, the surgeon said the glenosphere was not fully "down" or seated. The device remains implanted, and the surgeon is continuing to monitor the pt.

Manufacturer narrative:
Evaluation summary: glenosphere not seating properly on the base plate may be caused by soft tissue or bone trapped around the base plate taper during glenosphere insertion, insufficient bone clearance around the base plate, interference with retractors, etc., which could potentially cause the glenosphere not to completely seat on the base plate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The use of base plate reamer 2 is needed to remove bone around the base plate to avoid impingement with the glenosphere. Evaluation: no product was returned for evaluation. Device history records indicate device manufactured to specification.